Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 27 mmol/l. It was stated that the insulin pump alarmed no delivery the day prior to the event. The infusion set was removed, and the cannula was bent. After changing the infusion set, the customer continued to experience high blood glucose levels. Troubleshooting was not done as there was no tubing clamp available. Nothing further was reported

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.